Event description:
It was reported that, "an elderly pt suffered a skin tear when the veni-gard (IV stabilization device) was removed. A skin & wound care specialist was called in to evaluate the reported injury.